Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was received in the facility on an unknown date. According to the complainant, a hair was noted inside the sterile packaging. It was reported that the product was unopened and no damage was noted on the packaging. There was no patient or procedure involved with this event.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was received in the facility on an unknown date. According to the complainant, a hair was noted inside the sterile packaging. It was reported that the product was unopened and no damage was noted on the packaging. There was no patient or procedure involved with this event.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that a black fiber approximately 2.0 cm in length was inside the sealed package. The event description and condition of the returned device indicate that product fails to meets specification due to the manufacturing process at a supplier site. Therefore the root cause for this event is supplier manufacture. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.